Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had a status of eri (elective replacement indicator) 25 months post implant. The device was programmed with a high right ventricular output, however premature depletion was suspected. The device remains implanted pending physician evaluation.